Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that during a performance verification test (pvt), error codes showed up. The customer was unable to duplicate the error and was requesting feedback. There was no reported patient involvement/adverse patient impact.